Event description:
It was reported that twenty-nine (29) exactamix syringe inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2024. H11: twenty-nine (29) devices were received for evaluation. Visual inspection was performed on the returned samples. Various types of foreign material, including very small dark spots, fibers, particles, embedded specks, and occasional surface imperfections on white connectors, external tubing surfaces, blue syringe connectors, and clear plastic packaging material. A few samples also contained loose fibers or particles within the sealed packaging, along with isolated findings such as a small grey embedded smudge and areas of surface imperfections on blue syringe connectors. All observed defects were external in nature and located on product components or packaging materials; importantly, no particles, fibers, contaminants, or defects were observed within the fluid pathway of any sample. Overall, the findings were limited to cosmetic imperfections and did not involve the fluid path. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.